Event description:
As reported through the thv hotline, during a transfemoral tavr procedure, bav was performed with an edwards 23x4 balloon. The patient appeared to tolerate the bav and the valve and delivery system were inserted into the esheath. The patient¿s pressure dropped and echo (tee) revealed a pericardial effusion and cardiac tamponade. A pericardiocentesis was performed and there appeared to be a contained hematoma at the level of the annulus in the aorta. The patient began to decompensate and was placed on cardiopulmonary support (cps). The patient¿s pressure was dropping at 40mmhg and a temporary pacer was utilized at 80 bpm. The patient¿s pressure continued to drop and CPR was initiated. The physicians decided to deploy a 26mm sapien xt valve in an attempt to seal the annular rupture. Echo showed the valve was ok, but the patient never recovered and expired on the table.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s moderate leaflet calcification, advanced age and female gender are likely contributing factors for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.